Event description:
The meter had been powering off during use of the meter and customer was unable to get a result. The representative attempted to troubleshoot with the customer but the meter continued to power off. Customer stated they did attempt to replace the batteries, but the problem persisted. Yesterday, they tried to measure their blood sugar but again the meter powers off. They ate cake in the afternoon and wanted to measure their blood glucose after they had the cake, to adjust their insulin according to the meter result, but the meter didn't work and they administered- based on feelings- 2 units of novorapid. Afterwards they felt weak and had palpitatons of the heart(tachycardia) and they were shaking. They went to the hospital and there they measured their blood glucose and it was rather 'low' (no exact result available at this moment). The hospital staff told them that they could come to the hospital, as often as possible when they needed to measure their blood sugar, but beyond that they didn't give any treatment or nutritional advice. They were diagnosed with diabetes since 2001, which means that they are still looking for an optimal insulin regimen. At this moment it is very crucial that they can trust their meter because they are not experienced with testing and medications. Today, they called lifescan to have the meter replaced.